Event description:
It was reported that this pacemaker exhibited oversensing of the noisy signals on the right ventricular (rv) lead. Which led to the patient experiencing dizziness. Additionally, it was noted that this pacemaker had a lead safety switch to unipolar mode. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the pacemaker was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.